Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site.

Manufacturer narrative:
This report is submitted on 13 may 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment.